Manufacturer narrative:
Additional information: (h) attached medsun. Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syr 10ml pump compatible saline 10ml fil barrel / flange was damaged. Material#: 306547, batch#: 5162313. Rcc received a complaint via email. This nurse was giving a pulse flush to a central line, and the flush plastic pieces broke off and cut this nurses finger. Cut on finger is small and only required first aid of cleansing and band aid. The cut looks good today, no s/s [signs/symptoms] of infection and wound is healing. Nurse was squeezing a flush syringe and while pulsatile flushing the flange on the flush syringe broke and that is what cut his finger. Product#: 306547, lot#: 5162313.